Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the biosense webster, inc. Product analysis lab observed a hemostatic valve separation issue. Initially it was reported that there was resistance when trying to advance the dilator through the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was exchanged and the procedure was continued. There was no patient consequence reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The event was assessed as not MDR reportable for a resistance with sheath issue. Interference or friction between devices is a known occurrence. If resistance is encountered, the system may be withdrawn as a unit. This is a common practice during procedures. Since the vast majority of ep procedures utilize multiple device exchanges, an increased potential for patient injury was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 28-jul-2022, the hemostatic valve was found dislodged inside the hub of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The returned condition was assessed as MDR reportable for a hemostatic valve separation issue. The awareness date for this reportable lab finding was 28-jul-2022.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 23-jun-2022. The device evaluation was completed on 28-jul-2022. The product was returned to biosense webster for evaluation. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside the hub of the vizigo sheath. A dilator was introduced with the hemostatic valve dislodged and resistance was found. Then the hemostatic valve was taken off the hub and the dilator was introduced again and no resistance was found. A microscopic examination in the hemostatic valve surface showed evidence of damage to the outer diameter. The dilator outer diameter was measured, and dimensions were found within specifications. The hemostatic valve dislodged could be related to the resistance reported by the customer. A device history record was performed and no internal actions related to the reported complaint were identified. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Manufacturer's reference number: (B)(4).